Event description:
New information received noted that the patient the right atrial lead was dislodged resulting in under-sensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for revision of the right ventricular lead due to under-sensing. The lead was explanted and replaced. The patient was discharged in stable condition.